Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during an anterior repair procedure. Reportedly, following the procedure, the patient was in constant pain, which the physician believes was attributable to pudendal nerve entrapment. The patient underwent a procedure on (B)(6), 2012, where the left mesh leg was cut. The patient, who is over 18 years of age, was fine at the conclusion of this procedure, and the pain was relieved.